Manufacturer narrative:
(B)(4) evaluation: no intra-aortic balloon pump (iabp) parts or recorder strips were returned for evaluation. A device history record review was conducted for the iabp serial number and lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the field service engineer assisted the hospital biomed on the phone. The pump was checked by the hospital biomed and no problems were found related to triggering issues and / or helium loss alarm issues.

Event description:
It was reported that the biomed was calling about troubleshooting the intra-aortic balloon pump (autocat2w). When the clinical support specialist (css) spoke with the biomed, she stated she had a pump in the biomed department and they were trying to figure out the issues that the staff had. They had a recent case in the operating room. The staff said they had triggering issues and the biomed thought "possible helium loss 3 alarms." They ended up changing the pump out and the second pump worked fine. The css explained that it sounded like they have a couple of issues that could be going on; one was triggering. The css explained that they need to have either an ECG or ap (arterial pressure) signal on the pump. If they have artifact, low voltage ECG or tall t waves this would cause the pump to miss triggers or be erratic with triggering and pumping. If they were to slave the ECG from the monitor, the signal had to be adequate on the monitor and if there were any problems with that signal they would again have missed beats or erratic pumping. They could use the ap tracing for triggering, but that waveform would need to have an adequate upstroke to be recognized as a trigger and this was often not the case when they were coming off bypass. The "possible helium loss 3" alarms were most likely due to the erratic pumping. The css explained that the pump was monitoring the helium on beat to beat bases. The bpw (balloon pressure waveform) must get back to the baseline with each beat. If the pump was triggered too early due to artifact on the trigger signals, the bpw would not get back to baseline quick enough and therefore produce the alarm. When they got the second pump things most likely had settled down. They had better signals on the pump and the pump worked fine. The css told the biomed that she would have the field service representative (fsr) contact her for further follow-up. The css contacted the fsr directly to assist the biomed.

Manufacturer narrative:
(B)(4). Device / parts will not be returned for evaluation.

Event description:
It was reported that the biomed was calling about troubleshooting the intra-aortic balloon pump (autocat2w). When the clinical support specialist (css) spoke with the biomed, she stated she had a pump in the biomed department and they were trying to figure out the issues that the staff had. They had a recent case in the operating room. The staff said they had triggering issues and the biomed thought "possible helium loss 3 alarms." They ended up changing the pump out and the second pump worked fine. The css explained that it sounded like they have a couple of issues that could be going on; one was triggering. The css explained that they need to have either an ECG or ap (arterial pressure) signal on the pump. If they have artifact, low voltage ECG or tall t waves this would cause the pump to miss triggers or be erratic with triggering and pumping. If they were to slave the ECG from the monitor, the signal had to be adequate on the monitor and if there were any problems with that signal they would again have missed beats or erratic pumping. They could use the ap tracing for triggering, but that waveform would need to have an adequate upstroke to be recognized as a trigger and this was often not the case when they were coming off bypass. The "possible helium loss 3" alarms were most likely due to the erratic pumping. The css explained that the pump was monitoring the helium on beat to beat bases. The bpw (balloon pressure waveform) must get back to the baseline with each beat. If the pump was triggered too early due to artifact on the trigger signals, the bpw would not get back to baseline quick enough and therefore produce the alarm. When they got the second pump things most likely had settled down. They had better signals on the pump and the pump worked fine. The css told the biomed that she would have the field service representative (fsr) contact her for further follow-up. The css contacted the fsr directly to assist the biomed.